Event description:
During follow-up, post-paced t-wave oversensing was noted on the device. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.